Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a homechoice cassette leaked. This event occurred during priming. The patient stated that they noticed small holes throughout the patient line where the leak was coming from. Product surveillance asked the patient if they had any alarms with the leak during prime and the patient stated they did not as they ended therapy as soon as they noticed the leak. There was no report of patient injury or medical intervention associated with this event. No additional information is available.